Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the (B)(4) device on (B)(6) 2015. On (B)(6) 2016, patient had a conjunctival erosion in the implanted eye. The patient elected to have the device removed, and on (B)(6) 2016, a partial explant surgery was conducted during which the electrode cable was cut. A small retinal tear was observed in the inferonasal area and was lasered. On (B)(6) 2016, the surgeon reported that the patient was doing well with normal intraocular pressure. The retina was attached and the electrode array was in place. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR #3004081696-2016-00008. Events such as these are sometimes resolved without any surgical intervention. In the case of this patient, no surgery has been scheduled yet. We are, however, reporting this event out of an abundance of caution. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient experienced conjunctival erosion in the implanted eye, and elected to undergo a partial explant surgery on (B)(6) 2016 during which the electrode cable was cut. New information: on (B)(6) 2016, the patient was diagnosed with a retinal detachment and low intraocular pressure. The patient is on prescribed eye drops including steroid drops. On (B)(6) 2016, it was reported that patient's intraocular pressure was still low. Surgical intervention has been recommended but not yet scheduled. There was no defect or malfunction of the device associated with this event.